Manufacturer narrative:
Device history record review: awith all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. A review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0037036977. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include hypotension, embolization and device explant, (hospitalization). Risk review: a risk review was completed and confirmed that the events of hypotension, embolization and device explant were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the closure device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. While the patient was in recovery, they became hypotensive. An echocardiogram was performed, and it showed that the closure device had embolized out of the laa and into the left ventricle of the patient. The patient was brought to surgery where the closure device was successfully retrieved and removed. During surgery the laa of the patient was clipped. The patient is doing well following this surgery and is expected to make a full recovery.

Event description:
It was reported that the closure device embolized. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. While the patient was in recovery, they became hypotensive. An echocardiogram was performed, and it showed that the closure device had embolized out of the laa and into the left ventricle of the patient. The patient was brought to surgery where the closure device was successfully retrieved and removed. During surgery the laa of the patient was clipped. The patient is doing well following this surgery and is expected to make a full recovery.